Event description:
The customer reported an intermittent loss of the live fluoroscopic image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A replacement interconnect cable was ordered for the system. There is no further repair information available at this time.